Event description:
A low glucose reading issue was reported with the abbott diabetes care (adc) device. A customer reported receiving a low scan of 52 mg/dl on the adc device compared to a reading of 171 mg/dl obtained on a competitor brand meter. When results are plotted on a parkes error grid, fall into the c zone, showing the difference in values to be clinically significant. It is unknown whether the customer noted a trend arrow on the device. The length of sensor wear was 14 days. The customer experienced dizziness and was unable self-treatment and received treatment from a non-healthcare professional for the reported issue however, the treatment details were not provided. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated.. Visual inspection performed on the returned sensor patch and no issue was observed. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 6 (indicating early termination). Sensor state 6 with event logs 6 and 7 are an indication that the patch was terminated without any error. The event logs observed are consistent with normal termination and indicate the sensor has reached its end of life. Sensor state 4 with event log 225 is an indication of cybersecurity issue and will be addressed in secure-1 issue. Functionality test will be performed on the sensor to verify if sensor is functioning as intended. The watermark was observed at the base of the tail indicating the sensor being properly inserted. Milled slot into sensor casing to perform smu (source measurement unit) test to ensure sensor's electronics were functioning correctly and the returned unit did not have any glucose reading issues. Poise voltage and sensor thermistor testing were both within specification, indicating the sensor was providing accurate glucose readings. The passing of functionality testing is an indication that there were no issues with sensor functionality and electronics, therefore this issue is not confirmed. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the libre sensor and sensor kit was reviewed and the dhrs showed the libre sensor and sensor kit met specifications prior to release to distribution. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low glucose reading issue was reported with the abbott diabetes care (adc) device. A customer reported receiving a low scan of 52 mg/dl on the adc device compared to a reading of 171 mg/dl obtained on a competitor brand meter. When results are plotted on a parkes error grid, fall into the c zone, showing the difference in values to be clinically significant. It is unknown whether the customer noted a trend arrow on the device. The length of sensor wear was 14 days. The customer experienced dizziness and was unable self-treatment and received treatment from a non-healthcare professional for the reported issue however, the treatment details were not provided. There was no report of death or permanent impairment associated with this event.